Event description:
It was reported the right atrial (ra) lead exhibited chronically high thresholds at 3.0v. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable pulse generator (ipg) implanted: 2008 (B)(6); product ID 5076-52 implantable pacing lead implanted: 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically cut but not breached and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.